Manufacturer narrative:
The components were analyzed at the parent company in sweden. And all parts met design specifications. It was, however noted, that these parts had failed because they had seen unusual stress which allowed them to fatigue and break. It was decided that the part could be changed to a different material that would be able to withstand more severe use and not fatigue. The part is being revised and will be changed to steel. Components were never made available to.

Event description:
Dealer called stating that the back canes broke on this chair, dealer also mention that the client is at (B)(6) which is the maximum weight capacity of the seating system. According to dealer the client was in the chair when the canes broke. A headrest was not on the chair, but it does have a receiver for one, the client stated in the background it was not on when the incident happened. The client was tilted when the back canes broke and got bruises on his head.

Manufacturer narrative:
Components from the device have not been returned to the manufacturer yet. When they arrive and an investigation has been made an update to this report will be made.